Event description:
The pump is unable to prime. The family member stated that the driver block slides freely back and forth when the driver arms are engaged. The customer was advised to go back to manual injections per the doctor's perscription.